Event description:
It was reported that the user experienced back-to-back leaking insulin cartridges during the fill tubing stage, after which the caregiver disconnected the ilet and later reconnected with assistance; the reported problem involved a leak or splash associated with the reservoir, and the user was guided not to transfer insulin between cartridges before successfully completing a cartridge and supply change. Customer care provided support that included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash in the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.